Event description:
Info received that the sabina mobile lift had a broken weld to the mast. No injury related to this issue.

Manufacturer narrative:
Replacement mast was shipped to the facility. This has been installed and issue is resolved.